Manufacturer narrative:
12/11/1997-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lavh procedure. Reporteldy, the instrument did not fire. No pt injury reported.